Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling using a test battery, defibrillation cycle stressing, and power cycling without duplicating the report. The device's monitor board was replaced as a precaution and the battery lug configuration was updated. The device was recertified and returned to the customer. No trend is associated with reports of this type.